Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced a hyperglycemic event and became unconscious. Patient's husband contacted paramedics. Patient was hospitalized on (B)(6) 2014. At the time of the call with dexcom technical support, patient reported no further injuries or medical intervention.